Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind would not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no rewind issues were observed. No rewind issues were observed in the black box and the alarm history. The keypad was properly responsive. Unrelated to the original complaint, the display was dim and discolored. The battery compartment and the pump case were cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.